Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted. The customer reverted to manual injections and bg level elevated to the high 200's (mg/dl). The customer was able to correct the bgs with manual injections. In addition, it was confirmed that the customer had manual insulin injections available as alternate insulin therapy.